Manufacturer narrative:
No further patient information will be provided by the site. Other relevant device(s) are: software 9735585 stealthstation cranial, version (B)(4). A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial resection procedure, they were navigating and they then went to download a patient for an upcoming case while the system was not needed for a bit, but coming back to the patient, the registration was gone. There was a delay of less than one hour. There was no reported impact on patient outcome. Additional information was received: the manufacturing representative stated there was no stealthmerge when she asked the site as she thought they had perhaps selected the incorrect reference exam. They were in the same procedure; optical tumor resection. It was stated that the surgeon could continue without navigation, and did so. The critical portion for navigation had concluded. He would not even entertain re-registering due to the magnitude involved: closing patient, undraping, re-registering, re-prepping, re-draping, etc.

Manufacturer narrative:
A software investigation was initiated. Logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.